Event description:
Device malfunction: difficult to deploy/mislocation/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the physician pressed the button to deploy the clip, but the clip would not release. The button was pressed a second time in which the clip deployed in the sub-skin tissue and remained in the patient. The device could not be removed from the patient. The physician followed the proper steps and was able to remove the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.